Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 62 samples were received. They came in a shelf box in sealed packaging blister. All have 1¿ needle instead of ½¿. The previous batch was verified confirming it was for the same product 305106- 30 x ½¿. Both have the same plastic hub color and plastic shield type. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9193522 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it is likely that one bag with the 305128 (30x1¿) was mixed in the gaylord of the 305106 (30x ½¿) and was not detected at the multivac packaging process. Rationale: CAPA not required at this time.

Event description:
It was reported that the customer noticed the needles were 1 inch in size instead of 1/2 inch as stated on the box. Material no: 305106 batch no: 9193522. The following information was provided by the initial reporter: verbatim: caller opened the box of needles and noticed the needles were 1 inch in size instead of 1/2 inch as stated on the box. They stated there was only one box affected and it is available to be returned for evaluation. Some of the needles have been used already and no adverse events or safety issues were reported because of this def.